Manufacturer narrative:
Medwatch report # 3400300000-2017-000011. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is a report of a patient who died following a liver transplant. It was reported that an order was placed for 5% albumin 250ml/normal saline 750 ml irrigation solution. In preparing this order using the abacus v3.2 me automated compounder software, the perioperative pharmacy selected the ¿new solution¿ pathway instead of the ¿repeat selected¿ pathway to access the saved formula. This resulted in generation of the label ¿ns 750ml for or (liver transplant)"; however, scanning the associated bar code resulted in the preparation of a default diluent fluid of sterile water instead of normal saline. The discrepancy between the label and the fluid ingredient list was not subsequently recognized in a review of a ¿mix check¿ report. The bag containing sterile water was sent to the pharmacy where albumin 5% 250ml was added and the product was dispensed. The solution was used to flush a cadaver liver in a basin prior to transplant. A patient received the liver. The patient experienced primary non-function of the transplanted liver and subsequent deterioration of their clinical condition (not further specified). Three days after the transplant, the patient died. A subsequent pharmacist check of another normal saline 750ml bag made by the automated compounder the day after the transplant revealed that the contents contained sterile water instead of normal saline. A thorough evaluation by the customer was conducted and revealed that the incorrect formula had been used to irrigate the liver used in the transplant. No additional information is available.

Manufacturer narrative:
Per the customer, the perioperative pharmacy selected the ¿new solution¿ pathway instead of the ¿repeat selected¿ pathway to access the saved formula. The cause of the event was determined to be user error. The instructions provided with the abacus v3.2 me software provide directions on how to properly access formulas. Should additional relevant information become available, a supplemental report will be submitted.